Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A customer reported that a black fiber was noted to be stuck in a paracentesis site. They were unable to determine the origin of the fiber. Add'l info has been requested.